Event description:
Procedure performed: annexectomy. The nurse has described the event : "durant l'intervention, au moment de l'extraction de la pièce opératoire, l'utilisateutr a voulu utiliser un sac d'extraction de 5mm. Après le déploiement du sac, on a constaté que l'élément qui relie le sac au manche était déjà tombé, comme déconnecté. J'ai dû reprendre un autre sac, celui-ci a bien marché." Translation ame: during the surgery, at the moment of extraction of the specimen, the user wanted to use a 5mm retrieval bag. After deploying the bag, it was observed that the element that links the bag to the shaft had already fallen, as if disconnected. I had to get another bag, this one worked fine. Additional information received from sales representative via email on 25mar2019: it was the guide bead that fell off. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag, bead, and a portion of the cord loop were not returned with the event unit. Upon inspection, engineering observed that the cord loop had two breaks and the tip of the pawl was deformed. The root cause of the reported event could not be determined based on the evaluation of the returned unit. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: adnexectomy. The nurse has described the event: during the surgery, at the moment of extraction of the specimen, the user wanted to use a 5mm retrieval bag. After deploying the bag, it was observed that the element that links the bag to the shaft had already fallen, as if disconnected. I had to get another bag, this one worked fine. Additional information received from sales representative via email on 25mar2019: it was the guide bead that fell off. Patient status: no patient injury. Type of intervention: change of device.